Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this implantable cardioverter defibrillator (ICD) and right ventricular (rv) lead exhibited high out of range shock impedance measurements. The system remains in service. No adverse patient effects were reported.

Event description:
It was reported that this right ventricular (rv) lead exhibited high, out of range shock impedance measurements. Additionally, there was a gradual rise in pacing impedances and thresholds. It was noted that r-wave amplitudes have gradually declined. Technical services suspects this is due to something physiologic. No noise on stored events or presenting electrogram (egm)s. The field representative will discuss with the physician. At this time, the lead remains in service. No adverse patient effects were reported.

Manufacturer narrative:
Filing correction for field b5 description event or problem and h6 device codes.

Event description:
It was reported that this right ventricular (rv) lead exhibited high, out of range shock impedance measurements. Additionally, there was a gradual rise in pacing impedances and thresholds. It was noted that r-wave amplitudes have gradually declined. Technical services suspects this is due to something physiologic. No noise on stored events or presenting electrogram (egm)s. The field representative will discuss with the physician. At this time, the implantable cardioverter defibrillator (ICD) system remains in service. No adverse patient effects were reported.

Event description:
It was reported that this right ventricular (rv) lead exhibited high, out of range shock impedance measurements. Additionally, there was a gradual rise in pacing impedances and thresholds. It was noted that r-wave amplitudes have gradually declined. Technical services suspects this is due to something physiologic. No noise on stored events or presenting electrogram (egm)s. The field representative will discuss with the physician. At this time, the implantable cardioverter defibrillator (ICD) system remains in service. No adverse patient effects were reported. This supplemental is being filed as additional information was received which reported that the right ventricular (rv) lead exhibited high out of range pacing lead impedances measuring greater than 2,000 ohms. Technical services discussed that there may be calcification at the lead tip. At this time, the lead remains in service. No adverse patient effects were reported.